Event description:
Customer reported diffuse lamellar keratitis (dlk) cases for two patients treated on (B)(6) 2013. Dlk was discovered on (B)(4) 2013, for a patient who had stage 1 diffuse lamellar keratitis (dlk) on the right eye. A flap lift and rinse was not performed and no patient interfaces associated with this event will be returned. The patient was treated with a steroid (predforte 1%). The uncorrected visual acuity (ucva) as of the discovery date, was right eye distance 20/30 and left eye distance 20/20.

Manufacturer narrative:
Amo''s clinical development manager (B)(4) contacted the customer and verified that the customer reduced frequency of steroid eye drops which could be a factor for dlk. They also were not changing cleaning solution and rinses for instruments for each patient which can be a contributing factor. The (B)(4) had also talked to them about use of ansell gloves during a site visit. (B)(4) offered surgery support but the center director declined. (B)(4) contacted the customer and reported that the dlk resolved at the (B)(6) appointment. No loss of vision was reported. Placeholder.